Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 278 mg/dl. A system check was performed with tandem technical support and the occlusion alarms were verified. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.